Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad traces. The device was also received with cracked display window corners, cracked reservoir tube lip, cracked belt clip slot, many scratches on the lcd window and missing end cap sticker. No display anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump had an intermittent response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. The customer also reported that the display was severely scratched and the battery icon could not be seen properly. The insulin pump was replaced and returned for analysis.